Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 452 mg/dl. The customer treated high blood glucose by going to emergency room. Customer's blood glucose value was 100 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Customer stated he changed infusion set and his blood glucose began to rise. He stated he reached blood glucose levels in the 400 range and went into the emergency room. Customer was wearing device when they were hospitalized for high blood glucose readings. Customer did partial troubleshoot. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to treat per healthcare professional's recommendation. The product was not returned for analysis.